Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon burst at 8atm. The procedure was completed with another of the same device. No complications were reported.